Event description:
It was reported that the unspecified bd¿ infusion set experienced flow issues. The following information was provided by the initial reporter: the clinician states they have changed their practice and now looks at the end of the line to determine no flow before attaching the tubing to the patient, where previously they would have had it connected to the patient already.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-jul-2023. H.6. Investigation summary: the customer reported free flow, air-in-line, and breaks in the set, and returned 2 samples. The sets were infused, and no issues were observed. The complaint could not be verified without an observed failure. The root cause for all failures reported is unknown. A device history record review could not be performed on material 2420-0500 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4 device expiration date: unknown. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ infusion set experienced flow issues. The following information was provided by the initial reporter: the clinician states they have changed their practice and now looks at the end of the line to determine no flow before attaching the tubing to the patient, where previously they would have had it connected to the patient already.